Manufacturer narrative:
Review of the device history record indicates the order was built to specification. A complaint history examination indicates there were no other complaints for this reported issue. The probe complaint sample was visually examined and deemed conforming. Actuation testing was performed and deemed nonconforming. Cut testing could not be performed. The probe was disassembled and the components inspected. There was approximately 0-5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. All internal components were found to be intact. The actuation test was retested after the disassembly and was found to be conforming. The root cause for the cutter not cutting or restriction of movement cannot be determined from this evaluation. (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitreous probe would not cut and aspiration was present during an ophthalmic procedure. There was no harm to the patient. Additional information and the product sample have been requested.